Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was implanted and removed due to a broken capsule and vitrectomy performed. It is unknown if the capsule damage occurred prior to lens insertion. The incision was enlarged and sutures were required. According to the surgeon the patient will receive a lens implant sometime in the future.

Manufacturer narrative:
The lens was not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided, a root cause could not be determined.